Event description:
It was reported that some time post port placement via right internal jugular vein, x-ray imaging allegedly demonstrated the catheter broke and the distal catheter segment migrated into the heart. Reportedly, the port body was removed and the distal catheter segment was removed in a separate procedure approximately eleven days later. There were no further reported complications post removal procedures.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to x-port isp m.r.I implantable port that is cleared in the us. The 510k and pro code are identified in d2, and g5. Manufacturing review: the lot number was provided and a lot history review was performed. Investigation summary: one x-port isp with groshong catheter in two segments (one attached with cathlock and one detached) was returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. The investigation is confirmed for complete catheter break and partial catheter fracture, as a complete circumferentially aligned break was identified approximately 8.5 cm from the distal end of the cathlock, and two partial circumferentially aligned fractures were identified (one on the proximal segment approximately 7.3 cm from the distal end of the cathlock, and one on the distal segment approximately 6.0 mm from the proximal end of the distal segment). During sample evaluation, the proximal catheter segment inadvertently broke at the partial circumferential fracture. All three catheter breaks/fractures had a smooth polished surface with round edges on approximately one-half of the catheter cross-sectional surface. The other approximate halves on the break surfaces had granular surfaces with sharp break edges. There appeared to be deformation around the partial fracture on the distal segment consistent with catheter buckling. The findings from the investigation are consistent with fracture, material separation, material deformation due to compressive stress and natural wear issues. The definitive root cause could not be determined based upon available information. The observed characteristics of the three fractures/breaks identified in the catheter of the returned sample are consistent with damage accrued by flexural fatigue. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g3, g4, h6 (device: 2988, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 06/2019).

Event description:
It was reported that some time post port placement via right internal jugular vein, x-ray imaging allegedly demonstrated the catheter broke and the distal catheter segment migrated into the heart. Reportedly, the port body was removed and the distal catheter segment was removed in a separate procedure approximately eleven days later. There were no further reported complications post removal procedures.